Manufacturer narrative:
The data acquisition board was returned for analysis. Visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed, and the product analysis technician reported that no fault was found.

Event description:
It was reported that the ventilator had an error code indicating proximal pressure sensor auto-zero failed. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the solenoid valve 3 and solenoid valve 4 to address the reported problem. In addition, the unit failed the pressure accuracy test, was set to 0 cmh2o, the average machine pressure onscreen value was observed to be 1.10 cmh2o. The service technician replaced the data acquisition board. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.